Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that they could not find where the issue was with catheter and it was discarded. It was discarded at the hospital.

Manufacturer narrative:
Continuation of d10: product ID: 8575, lot#: (B)(6) serial#, implanted: on (B)(6) 2006, explanted: on (B)(6) 2026, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8575, serial/lot#: (B)(6), ubd: 11-oct-2008, UDI#: (B)(4). The manufacturer¿s device registration system indicates that the catheter connector was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that they were going to do a catheter revision because ¿the patient's pocket blew up like a balloon¿ after they had their pump replaced about a month ago. The caller stated that ¿the patient said her back was turning and she got withdrawal¿.

Manufacturer narrative:
D10. Section d references the main component of the system. Additional device(s) involved include: product ID: 8709, serial/lot#: (B)(6), implanted: (B)(6) 2000, explanted: (B)(6) 2026, product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep), who reported that the catheter was 25 years old and they could not figure out where the kink was, so the physician replaced the whole thing.